Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. Additional observations were as follows; lens returned positioned incorrectly in the lens case. The lens is immersed in blood and solution. One haptic is broken/torn and not returned. The root cause for the reported complaint could not be determined. No malfunction has been indicated against the product. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
During an intraocular lens (iol) implant procedure a surgeon reported the patients capsule ruptured. The lens was then removed.